Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, scratched case and partially broken off reservoir tube lip. The reservoir tube lip was partially broken off and test reservoir will not lock/click in place. The pump passed idle current test, run current test, self-test, off no power test, unexpected error test, prime test, excessive no delivery test, displacement test and rewind test. The pump was unable to perform basic occlusion test and occlusion test due to partially broken off reservoir tube lip. The language was changed properly. No language change anomaly noted. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned scratches on the body and screen of the pump. The customer was still able to read the screen. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.